Manufacturer narrative:
The 10f hemo-cath was returned for evaluation with 5.5 cm of the lumen attached to the hub. Although customer photographs show two pieces of the lumen, the returned device package contained only the main portion of the catheter. The internal portion of the device, where to tip broke, off was not returned. Visual inspection revealed no obvious defects on the portion of the lumen that was returned. The contract manufacturer conducted a review of the manufacture records for the lot number provided. This review determined that the catheter lot was manufactured according to specifications with no nonconformities or other abnormalities. There were no deviations or process changes in the manufacture and/or materials of the part number. All inspections and sequence of operations were properly followed and documented. The device was implanted and functioned with no issue for 20 months prior to this event. The issue with the catheter tip was discovered during a patient echo. It is unknown when the actual failure occurred. Without an evaluation of both pieces of the lumen a root cause cannot be determined.

Manufacturer narrative:
Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon the patient having an echo, it was noticed that the tip of the catheter line had broken off and had become lodged in his right pulmonary artery. Cardiac surgeons have recommended we leave it in situ as operating to remove it is more dangerous than leaving it in.